Event description:
Country of complaint: (B)(6). Thread broke during surgery.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: samples received: 2 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the knot pull tensile strength of the sample received and the result fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.